Manufacturer narrative:
This is the initial and final report. Complaint conclusion: according to medical affairs, a patient had three palmaz schatz stents placed in an unknown vessel immediately following a heart attack in (B)(6) 1995. After the 3 stents were implanted, the patient began to experience pain, and was diagnosed with another heart attack. As treatment, another palmaz schatz stent was placed in an unknown vessel two weeks after the previous stents were placed. After stent placement, the pain resolved. Eighteen years later, the patient experienced abdominal pain and was admitted to the hospital. During hospitalization, the patient was diagnosed with diverticulitis and began unspecified antibiotics as treatment. After the treatment, the patient reported that the abdominal pain resolved. Patient was discharged after about 10 days. The four palmaz schatz stents were implanted, and therefore was not available for analysis. The lot numbers for the products were not provided; therefore a device history record (DHR) review could not be conducted. A myocardial infarction (heart attack) results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. It is well known that a patient who has suffered from a myocardial infarction is at a high risk of having another myocardial infarction in the future if the appropriate precautions and life-style changes are not made. In this case it is unknown if the second heart attack (treated with placement of an additional palmaz schatz), was the result of restenosis of the previously implanted stents or if the clot was located in another coronary vessel. It is not possible to determine the exact cause of the second heart attack; however, the progression of the coronary artery disease evidenced by the first heart attack may have contributed to the reported event. Based on the limited information available, there is no evidence to suggest that the event was design or manufacturing related; therefore, no corrective action will be taken. The catalogue and lot number for this product is unknown and could not be provided. The exact date the stents were implanted is not known; however, it occurred in (B)(6) 1995. The exact date of the reported event is not known; however it occurred in (B)(6) 1995. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2013-00692, 9616099-2013-00693, and 9616099-2013-00694.

Event description:
According to medical affairs, a patient had three palmaz schatz stents placed in an unknown vessel immediately following a heart attack in (B)(6) 1995. After the 3 stents were implanted, the patient began to experience pain, and was diagnosed with another heart attack. As treatment, another palmaz schatz stent was placed in an unknown vessel two weeks after the previous stents were placed. After stent placement, the pain resolved. Eighteen years later, the patient experienced abdominal pain and was admitted to the hospital. During hospitalization, the patient was diagnosed with diverticulitis and began unspecified antibiotics as treatment. After the treatment, the patient reported that the abdominal pain resolved. Patient was discharged after about 10 days.